Event description:
During surgery the drill stop did not lock into position: the stop slipped on the bit, causing the bit to not stop correctly in the bone. The surgeon made manual adjustments and was able to complete the procedure with no further problem. This is the first of two reports for this event.

Manufacturer narrative:
Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. Device is in the eval process.